Event description:
It was reported that a perforation was located in the circumflex artery. The 3.5 x 19 mm graftmaster stent failed to cross and was retracted from the patient undeployed. A 3.5 x 12 mm graftmaster stent was implanted to successfully seal the perforation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.